Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and intermittently getting occlusion-check infusion line alarm was not recorded in history related to reported problem. During analysis, the reported issue was unable to be duplicated. Service replaced plunger cable as preventive measure. Performed powerup, self test and occlusion test.

Event description:
It was reported that the pump intermittently was getting an occlusion-check infusion line alarm.

Manufacturer narrative:
Other, other text: additional information was received indicating the event date: updated b3, corrected data: corrected d1, d4 catalog number.